Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked past the blood control feature. The following information was provided by the initial reporter translated from french to english: when the kt was inserted, blood filled the catheter and flowed into its "reservoir", despite the normal presence of a blood control. The nurses told me that there was excessive bleeding during insertion (significant blood flow despite the presence of blood control) clinical consequences and current condition of the patient or person involved: aes risk for caregivers. Patient embarrassed by the sight of blood, yet bled a lot. Need for a change of clothes after catheter insertion. Actions taken for the patient with regard to dm: the catheter was left in place after a functional check. 18-jul-2024. 1. Did malfunction caused needle stick injury to healthcare worker or patient? ="no, there was no needlestick injury." 2. Has there been any healthcare worker¿s exposure to blood or bodily fluids? ="yes, staff were exposed, but in the aes sense, as they were wearing the appropriate ppe (gloves in particular)."

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed from the circumstantial evidence of the returned sample. Although the IV catheter was not returned for investigation, blood residue was observed within the opening of the grip, which suggests that blood leaked from the IV catheter. The reported issue of needle retraction slow was not confirmed upon functional testing. One fully retracted needle from an 18g insyte autoguard device was provided for investigation. The needle was extended from the shield and the safety mechanism was reset. After activating the safety mechanism, the needle instantaneously retracted. As the IV catheter was not returned for investigation, the cause of the leak and the reported retraction issue could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.